Event description:
It was reported that during a service test by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The getinge fse that evaluated the iabp and observed a problem with the solenoid driver pcb (printed circuit board) replaced the solenoid driver pcb and the unit s now working in satisfactory condition. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named in block getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (b)(64).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed a problem with the solenoid driver pcb (printed circuit board) which has been replaced and is now working in satisfactory condition. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not turning on during service test by the customer. No patient involvement or adverse event was reported.